Event description:
The tech alleged the side rail will not latch in the up position. No pt impact.

Manufacturer narrative:
The tech found the side rail inline latch assembly was sticking from fluid egress. The latch assembly was removed and then cleaned all parts to resolve the issue with the bed.